Event description:
It was reported that the patient underwent a surgical procedure to implant an inflatable penile prosthesis (ipp) following previous explant of this tactra malleable penile prosthesis due to infection. No additional information was reported.